Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a false positive result for a single patient sample while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Initially the patient sample generated a triple positive result for sars-cov-2, influenza a & influenza b. The same sample tested negative for sars-cov-2 upon retest on a different platform. Please note that the retest on the different platform did not measure influenza a and influenza b. No harm was alleged. According to the customer, the sample was collected using oro-nasopharyngeal swab. According to the method sheet, the only validated specimen types for the assay are nasopharyngeal and nasal swabs collected using a sterile flocked swab with a synthetic tip according to applicable manufacturer's instructions and/or standard technique using 3ml of viral transport media or sterile 0.9% physiological saline. An investigation was conducted to evaluate the customer issue.

Manufacturer narrative:
(B)(6). Upon investigation the alleged run was confirmed to have made potential false positive calls for all three targets of the scfa assay. This was due to a step in the curve during the last pcr cycles. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).